Event description:
An encode healing abutment was placed on (B)(6) 2013. An attempt to remove was made on (B)(6) 2013 by a general dentist (B)(6), which lasted 45 minutes and was unsuccessful. The oral surgeon who placed the abutment (B)(6) attempted to remove it on (B)(6) 2013. After an hour of unsuccessful attempts, I underwent IV sedation and after another 1.5 hours the abutment was removed. The problem was apparently stripped threads in the abutment. This product caused great inconvenience, discomfort and the performance of a conscious sedation with it's attendant risks. Dates of use: (B)(6) 2013 - (B)(6) 2013. Diagnosis or reason for use: dental implant.